Event description:
It was reported that the customer experienced a low blood glucose level estimated at 40-42 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. The customer consumed carbohydrates to address the low blood glucose and did not require assistance from any third party. Technical support helped the caller by updating the carbohydrate ratio setting and advised checking in with the customer¿s healthcare provider for any future setting updates.